Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited over sensed noise and delivered inappropriate therapy. The lead was explanted and replaced with new lead. Patient condition was stable.